Event description:
It was reported an alarm was heard and confirmed by telemetry. It was reported the alarm was due to zero ml reservoir volume being reached. It was stated the patient was not keeping track of when her refill was due and the patient started having withdrawal symptoms last night. The pump had started alarming last week. Additional information reported withdrawal; patient was feeling ill on christmas day and was admitted to ER. It was reported the patient missed a refill because they were told they were good until (B)(6). Additional information reported the pump was ¿failing and dead,¿ and the needed to switch the patient to oral medication until (B)(6) when they could refill it. It was stated the refill on (B)(6) 2011 was screwed up. The pump was used to deliver baclofen and hydromorphone.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).